Event description:
It was reported that, prior to a scheduled replacement procedure, high impedances (>10,000 ohms) were seen on the lead components of the patient¿s implantable neurostimulator (ins) during testing. Specifically, the high impedances were noted on ¿8-15 lead¿ and a couple on ¿0-7¿. Also, the scheduled replacement procedure was for the ins because it had showed an elective replacement indicator (eri). No patient symptoms or complications were reported as a result of the event. The patient status at the time of the report was noted as ¿alive no injury¿. Follow up information received 7 days later reported that the patient¿s physician was made aware of the impedance issue but, since the patient was getting good coverage with the lead electrodes configuration, opted not to replace the lead components at the this time. Further follow up information received on july 24, 2014 reported that the cause of the impedance issue was not determined. Also, the patient did remember getting the eri message on their programmer unit ¿a while ago¿, but was not sure of the exact date. It was noted that the programming on the patient¿s device was kept the same as the pre-operative programming. The patient¿s programmer unit was also reported as being replaced. It was confirmed that the patient did not experience any symptoms associated with the event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. (B)(4).